Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). G2: the country of origin is japan. H3: analysis of the desktop charger, model# 37761 serial# (B)(6), revealed that the connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during continued use, the lead wire of the charging cable and antenna cable were exposed; it might be broken. This was due to deterioration over time. The device was replaced and the issue was resolved. No symptoms reported.